Event description:
It is reported that the shim ball bearings disassembled from the instrument during sterilization at the hospital.

Manufacturer narrative:
This report will be amended when our investigation is complete.